Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pacing lead (ipl), chest x-ray confirmed the lead dislodged. It was also reported the ipl exhibited unstable thresholds. Ipl revision procedure was scheduled. During the revision procedure, the ipl was re-positioned several times but the lead exhibited unstable thresholds. The ipl was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use of the implantable pacing lead (ipl), chest x-ray confirmed the lead dislodged. It was also reported the ipl exhibited unstable thresholds. Ipl revision procedure was scheduled. During the revision procedure, the ipl was re-positioned several times but the lead exhibited unstable thresholds. The ipl was replaced with a different lead, and remains in the patient. No patient complications have been reported as a result of this event.